Event description:
It was reported that during a lap gastric bypass procedure, the instrument worked for a while and then it stopped. They test everything before they took a new instrument and finished the case. No patient consequence.